Manufacturer narrative:
E1 initial reporter phone: (B)(6). Device was not returned for evaluation. However, an analysis was concluded based on the received photo of the complaint device. Tears in the sheath were noted.

Event description:
It was reported that the burr got detached from the sheath. The 10mm x 2.75mm in diameter, 85% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 1.25mm rotalink burr was selected for use. During preparation, it was noted that the burr got detached from the sheath. The procedure was completed with another of same device. No complications were reported, and patient was stable post procedure.

Manufacturer narrative:
E1 initial reporter phone: (B)(6).

Event description:
It was reported that the burr got detached from the sheath. The 10mm x 2.75mm in diameter, 85% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 1.25mm rotalink burr was selected for use. During preparation, it was noted that the burr got detached from the sheath. The procedure was completed with another of same device. No complications were reported, and patient was stable post procedure.